Event description:
It was reported that during an exploratory laparatomy procedure, whiling attempting to staple the skin on the patient¿s left hand side, on the surgeon¿s right hand side, the staples were flaring outward on the skin. They changed the device out and finished closing the wound. Post-op a couple of days later, the surgeon was making rounds and inspected the wound to see how the healing process was going. Upon looking at it, the staples on the right hand side all the way up had released from the patient. On the left hand side, the staples were formed; on the right hand side, the staples were flared out and released from the wound (bent back), not formed. The surgeon removed all the staples. The patient is on an open wound vac pump. The patient is fine. The device was discarded. Additional information requested and received on (B) (4) 2010: the patient was on the vac pump due as a result of the issue with the staples. The patient is fine.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.